Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient vomited and endured a blood glucose of 500 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Subsequently, patient visited the emergency room. No official diagnosis was provided, however, patient advised they were not in dka (diabetic ketoacidosis). Treatment included 1l fluid via intravenous delivery and application of new pod. Additionally, nurse advised patient to administer 2 additional units insulin to next correction bolus, however, patient administered 3 units. Patient was released from the hospital on the same day.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.